Event description:
An implantable pulse generator (ipg) system was returned from (B)(4) crematory with limited information. Information identified in the paperwork indicated the patient died approximately seven months post implant of the ipg system approximately four years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No further information will be obtained due to information to complete the follow-up is not reasonably known with the date of date greater than two years ago. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.